Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: textured to smooth implant exchange.

Event description:
Healthcare professional reported right side rupture and textured to smooth exchange. The device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified a curved opening on posterior, red particles in the shell and was underweight. A visual and microscopic analysis was performed which identified creases folds, wear abrasion, sharp opening on posterior. A dimension measurement in the shell was performed which identifies the thickness was within specification. Based on the device analysis the final assessment is: a sharp opening on posterior assessed as an unidentified (tear) opening.

Event description:
Healthcare professional reported right side rupture and textured to smooth exchange. The device has been explanted.